Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of a complicated pacemaker implantation procedure, the presence of a radio-opaque ring externally to the cardiac shadow was seen on fluoroscopy and a ring from a device was suspected to have detached inside the patient's left lung. An x-ray examination was completed and no ring could be seen. In addition, all access devices were checked for missing rings with no evidence anything detached. The biventricular implant was delayed due to a small dissection of the coronary sinus, without evidence of a pericardial effusion. It is unknown which device(s) have caused the dissection. The pacemaker and leads were then implanted. The patient's condition after the surgery was stable. Related manufacturer reference numbers: 2017865-2018-06714, 2017865-2018-06716, 2017865-2018-06717, 2017865-2018-06718, 2017865-2018-06720, 2017865-2018-06723.